Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding broken retainer ring from the attorney of the family. The information received on (B)(6) 2021 stated the following reporter alleges that the use of one or more the customer began using insulin pumps. In (B)(6) 2019, the customer was using a medtronic minimed insulin pumps. Device will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b1, b2, b5, d10 and h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic legal from the attorney of the family on april 12, 2023, medtronic received notice of a legal filing containing 510 individual claimants. The reporter alleged that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries and was hospitalized. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, were considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number was identified, all related reports will be updated accordingly. It was stated that there was 2days of hospitalization - ICU stay. The use of the pump within 48 hours of the reported event and the status of the auto-mode feature was unknown. It was unknown whether the customer will continue using the device. The insulin pump was not expected to be returned for analysis.